Event description:
Vasoview hemopro 2 endoscopic vessel harvesting (evh) system, ref. #vh-4000, lot #25133371, exp 07/12/2019, had defective tip per physician's assistant, removed from field and given to manager. New product placed on field to complete evh.